Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with bradycardia presented for implantation procedure. The right ventricular lead exhibited high impedance post procedure while patient was still in procedure room. The lead was explanted and replaced. There were no reported adverse consequences to the patient. Patient was stable.